Event description:
The customer called to report high blood glucose levels, and stated that she has to change the infusion sets every two days. The customer was also concerned that the insulin pump may not be delivering insulin. The customer was unable to troubleshoot at the time of the call, and was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.